Event description:
The manufacturer received information alleging a "ventilator service required" alarm condition occurred. There was no harm or injury reported. During the initial evaluation of the trilogy 02, at the manufacturer's service center, the reported issue was duplicated. Error code e-344 was found in the ventilator's downloaded error log. The device's oxygen blending module board/pca will be replaced to address the issue once the part becomes available. Parts are on back order, so the repair completion date has not been set. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a "ventilator service required" alarm condition occurred. There was no harm or injury reported. During the initial evaluation of the trilogy 02, at the manufacturer's service center, the reported issue was duplicated. Error code e-344 was found in the ventilator's downloaded error log. The device's oxygen blending module board/pca will be replaced to address the issue once the part becomes available. Parts are on back order, so the repair completion date has not been set. During the evaluation of the device at the manufacturer's service center, a "service required" code related to oxygen blending module failure was found in the ventilator's downloaded error log. The device's oxygen blender pca was replaced to address the issues. In addition of the above evaluation, trilogy o2 pm1 kit was replaced as regulated by maintenance procedure. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.